Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation that the pneumatic device-uhi-3 worked for about five minutes and then no air came out in the start state was not confirmed. Based on the results of the investigation, a definitive root cause for the pneumatic device-uhi-3 working for about five minutes and then no air coming out in the start state could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit had the pneumatic device-uhi-3 working for about five minutes and then no air came out in the start state. The issue occurred during a therapeutic laparoscopy procedure. The procedure was completed using a similar device. No delay was reported and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.